Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred with multiple cartridges during the load sequence and during basal delivery. Customer's blood glucose was 144 mg/dl. Customer reverted to using an alternate method of insulin therapy.